Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow alarms. It was noted that the patient had abdominal distention and weight gain. It was reported that the patient had an echo performed as well as an EKG which was atrial fibrillation. Metoprolol was increased. The echo showed a dilated ivc and an increase in lv. Diuretics were resumed because of the patient's weight gain. The pumps rpm was decreased as well.

Manufacturer narrative:
Manufacturer's investigation conclusion: low flow events were confirmed in the evaluation of the submitted log files. The first log file contained data from (B)(6) 2020 07:04:10 through (B)(6) 2020 08:45:34. The file captured the pump operating at a fixed speed of 8400 rpm with a low speed limit of 8200 rpm. Motor power, estimated flow and average pi typically ranged from 3.4-4.8 watts, 2.4-5.4 lpm, and 3.2-5.8, respectively. Throughout the captured data, 212 low flow alarms were captured on (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020, when the pump flow dropped below the threshold of 2.5lpm. Pump flow dropped to as low as 2.4lpm. The second log file contained data from (B)(6) 2020 23:20:37 through (B)(6) 2020 06:56:29. The file captured the pump operating at a fixed speed of 8200 rpm with a low speed limit of 8000 rpm. Motor power, estimated flow and average pi typically ranged from 3.3-3.9 watts, 2.4-3.8 lpm, and 3.3-6.1, respectively. Throughout the captured data, 235 low flow alarms were captured on (B)(6) 2020 and (B)(6) 2020, when the pump flow dropped below the threshold of 2.5lpm. Pump flow dropped to as low as 2.4lpm. Prior to and after the low flow hazard alarms, the pump appeared to function as intended and no other unusual alarms or events were captured. A specific cause for the low flow hazard alarms could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2013. The heartmate ii lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 "introduction" of this IFU provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 4 also provides information on reviewing the event history on the system monitor. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate ii lvas patient handbook section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information. Related MFR #2916596-2020-05091 for previously reported right heart failure and usage of milrinone. Section h6: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow alarms. It was noted that the patient had abdominal distention and weight gain. It was reported that the patient had an echo performed as well as an EKG which was atrial fibrillation. Metoprolol was increased. The echo showed a dilated ivc and an increase in lv. Diuretics were resumed because of the patient's weight gain. The pumps rpm was decreased as well. The results of the cta were patent appearing inflow and outflow cannula of the lvad. This concentric thrombus involving the outflow cannula with no significant stenosis identified. Negative for mediastinal hemorrhage or fluid collection. The patient had a heart with reflux of contrast enhanced blood into the hepatic veins. Mild nonspecific mediastinal adenopathy. It was reported that the patient had no history of atrial fibrillation. The low flow alarms were resolved by placing the patient on milirinone, plan of care was to keep patient on milirinone and wait on transplant list. No further information was provided.